Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4) we did receive performance data collected from the device and have analyzed the data. The weekly pace lead impedance trend data shows an increase for maximum ventricular pace bipolar impedance of 418 to 760 ohms peak between (B)(6) 2012.

Event description:
It was reported that a lead integrity alert (lia) was triggered due to oversensing on the lead. The lead was explanted and replaced. No patient complications have been reported as result of this event.